Event description:
It was reported that the batteries were leaking in the patient activator (pa) upon opening the box. The pa would not work with new batteries. The pa was replaced. No patient complications were reported as a result of this event.

Event description:
It was further reported that the activator was returned for service.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. External inspection of the activator provided no specific evidence of device failure. Internal inspection not performed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that upon opening the box for the patient activator for the implantable loop recorder the batteries were leaking. Though new batteries were tried with the activator it still would not work. The activator was returned for service. No patient complications have been reported as a result of this event.